Event description:
It was reported that 3 bd posiflush¿ sp pre-filled flush syringes nacl 0.9% had difficultly flushing due to difficult plunger movement. The following information was provided by the initial reporter: "inability to flush or aspirate as used for confirmation of needling placement, opportunity to feel like a missed needle when its not."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 7/12/2021 h.6. Investigation: it was reported by the distributor inability to flush or aspirate the syringe. To aid in the investigation, four samples with no packaging flow wrap were received for evaluation by our quality team. A visual inspection was performed and no defects or imperfections were observed. Each sample was then tested for sustaining force, which is the force applied to the plunger rod while moving downwards when expelling the saline solution, and all results were within specification. It could be possible that the customer is getting some products that are towards the high specification limit and are related to the symptom reported by the customer since they require extra force than normal to expel the solution. A device history record review was completed for provided material number 306575, lot number 0294164. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed. H3 other text : see h.10

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 bd posiflush¿ sp pre-filled flush syringes nacl 0.9% had difficultly flushing due to difficult plunger movement. The following information was provided by the initial reporter: "inability to flush or aspirate as used for confirmation of needling placement, opportunity to feel like a missed needle when its not."